Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The pump was not returned so the insulin on board allegation could not be investigated. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl; cause was unknown. Additionally, it was reported that the insulin on board (iob) was fluctuating. Bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.